Manufacturer narrative:
User stated he had retrieved his mail and while returning he had dropped his mail. The consumer reportedly leaned over the arm of the chair to pick up the mail when he tipped and fell out of the chair. Information indicates consumer was not wearing his seat position strap. Current user guide covers this issue. Manufacturer views this incident as a user error.

Event description:
The consumer states he was bringing the mail back down his driveway when he dropped the mail and allegedly leaned over the arm of the chair to pick up the mail, when the chair allegedly tipped over on him, resulting in a broken hip.